Manufacturer narrative:
The service report indicates there may also have been evidence of oil mist in addition to odor. The investigation included a review of the device history record (DHR), trending analysis of the odor/smells/haze/mist issue and system risk analysis (sra). Trending analysis of the odor/smells/haze/mist issue was reviewed from (B)(6) 2017 to (B)(6) 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and evaluation. The assignable cause of the odor/smells/haze/mist issue is the oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(6). (B)(4).

Event description:
A customer reported an event of a "oil smell" (odor) emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.